Manufacturer narrative:
Additional initial reporter - (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that since inserting the intra-aortic balloon (iab) the console had been generating a fiber optic sensor failure alarm. A transduced inner lumen was used for the arterial pressure (ap) on the console. All attempts at fiber optic communication were unsuccessful and the fiber optic plug was disconnected from use. The customer was advised to keep the fiber optic unplugged to avoid unnecessary alarms/ messages. There was no patient harm or adverse event reported.

Event description:
N/a

Manufacturer narrative:
The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter and the catheter and the returned maquet sheath. The pressure tubing was also returned. Two catheter tubing kinks were observed at approximately 74.7cm & 39.4cm from the iab tip. At 74.7cm from the tip, an optical fiber break was also observed. An inner lumen kink and a 2nd fiber break within the membrane was noted at 26.4cm & 5.6cm respectively from the iab tip. Lastly, the extracorporeal tubing was cut at approximately 4.1cm from the rear of the y-fitting. The cut section of tubing was not returned. An underwater leak test of the balloon, catheter tubing, y-fitting and available section of the extracorporeal tubing was performed and no leaks were detected. The optical fiber was found to be broken, confirming the reported problem. However, we were unable to determine when this may have occurred. We were unable to duplicate the clinical settings. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).